Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Literature attachment titled: safety and efficacy of polymer-free biolimus-eluting stents versus ultrathin stents in unprotected left main or coronary bifurcation: a propensity score analysis from the rain and chance registries.(B)(4).

Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction, thrombosis, and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of myocardial infarction, stenosis and thrombosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The death, mentioned is filed under a separate MFR number.

Event description:
It was reported through a research article identifying the xience alpine stent that may be related to the following: death, myocardial infarction, thrombus and revascularization. Details are listed in the attached article, titled safety and efficacy of polymer-free biolimus-eluting stents versus ultrathin stents in unprotected left main or coronary bifurcation: a propensity score analysis from the rain and chance registries. See article for additional information.